Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Obstruction and abdominal pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."

Event description:
Doctor reported events of "abdominal pain leading to exploratory laparoscopy and 3 night hospital stay" and "a partial small bowel obstruction".